Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The following factors may have contributed to the occurrence of this incident: the tip cover was not properly installed; stress, such as friction loads from twisting or pushing/pulling within the body cavity, or interference with the mouthpiece, was applied to the tip cover during this case. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during sedation of a therapeutic endoscopic retrograde cholangiopancreatography the cover fell off of the scope and into the patient body. It was retrieved using a basket and there were no reports of patient harm. There was a procedural delay of less than 30 minutes and the procedure was completed with the same device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.